Event description:
The customer reported that the ventilator alarmed with watch dog timer failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on this returned cpu pcba shows that the board was tested and no failures were identified. This motor controller (mc) board was tested and no failures were identified.